Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Resolve case by given to customer the correct information on what has caused the error code 800-8000 and what is needed to resolve the issue. The error is caused first by the software fault on unit, needs to reflash software on unit but if the flash fails then you have a main board issue on unit. (B)(4). 8015 unit serial # (B)(4). Customer called in for help on error 800-8000 on 8015 unit which error has to do with software error software can be corrupt on unit. Will need to reflash software on unit if flash fails then he has a main board issue will need to replace main board.